Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned that bio identification is slow and sluggish. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow and sluggish. A technical support specialist attempted to dial into the station, but remote smart service (rss) timed out when launching a session, and a field service engineer (fse) was dispatched. The fse found that the issue occurred due to an active firewall. After removing the firewall, data synchronized correctly, all patient information was displayed, and the issue was resolved. The system functioned as intended after the fse troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned that bio identification is slow and sluggish. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.